Manufacturer narrative:
The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer called in to report that the unit was freezing and would not turn off. The biomed also reported that the issue was able to be duplicated and the errors, "blower stalled", "auxiliary alarm supply failed", and "35 v supply failed", were confirmed in the event log. The customer requested replacement of the power management (pm) printed circuit board assembly (pcba). A field service engineer (fse) went onsite and replaced the pm pcba to resolve the issue. The fse replaced the pm pcba to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint by the customer on the v60 indicating that the unit was freezing and would not turn off. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer called in to report that the unit was freezing and would not turn off. The biomed also reported that the issue was able to be duplicated and the errors, "blower stalled", "auxiliary alarm supply failed", and "35 v supply failed", were confirmed in the event log. The customer requested replacement of the power management (pm) printed circuit board assembly (pcba). Onsite service is pending.